Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance (greater than 125 ohms). A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, confirming shock impedance have been above 130 ohms since (B)(6) 2020, ranging between 150 ohms to 170 ohms. Ts provided recommendations for troubleshooting this rv lead, isometrics, manipulation and x-ray imaging. The rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
New information was received after a follow up appointment, this rv lead continues to gradual rise, high out of range shock impedance 160 ohms. Lead integrity testing with defibrillation threshold (dft) test were completed. Shock impedance at 111 ohms after a 1.1j shock and 138 ohms after a 41j shock. The pacing impedance are stable at 1200 ohms. The physician will monitor the patient closely. This rv lead remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance (greater than 125 ohms). A request was made to have data from this device analyzed. A technical service (ts) consultant reviewed device data, confirming shock impedance have been above 130 ohms since (B)(6) 2020, ranging between 150 ohms to 170 ohms. Ts provided recommendations for troubleshooting this rv lead, isometrics, manipulation and x-ray imaging. The rv lead remains implanted. No adverse patient effects were reported.